Event description:
It was reported that shaft break occurred. A 135cm renegade¿ hi-flo¿ fathom¿ kit was selected to treat the target lesion. During unpacking, it was noted that the catheter was broken coming out of the packaging. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: under 18 years. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. On visual inspection it could be seen that the shaft was broken 7.8cm from the hub of the microcatheter and the inner liner was exposed with the shaft stretched 8.6cm in length. A coating confirmation test was carried out to check the presence and integrity of the coating. The test confirmed the presence of coating damage. The excessive force used in attempting to remove the microcatheter from the hoop may have caused the damage to the coating. There was no peeling or missing coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 135cm renegade¿ hi-flo¿ fathom¿ kit was selected to treat the target lesion. During unpacking, it was noted that the catheter was broken coming out of the packaging. The procedure was completed with a different device. No patient complications were reported.